Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing was completed to assess lead electrical performance. Measurement throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this attempted lead implant exhibited out-of-range pacing lead impedance measurements greater than 2000 ohms and helix issues. A different lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this attempted lead implant exhibited out-of-range pacing lead impedance measurements greater than 2000 ohms and helix issues. A different lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.